Event description:
This ra lead was implanted on (B)(6) 1999. A call to technical services on 05/23/2011 states that the pacing impedance is increasing. (B)(6) 2010 seen fluctuating up and down. In (B)(6) it went to 1100 ohms. Previously it was around 319 ohms. Threshold is slowly increasing too. No reported patient symptoms. Md planning to monitor for now. Dr. (B)(6) going to monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).